Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2024. During the procedure the right atrial lead was tested and found to have no capture. The lead was capped and replaced. The patient was discharged.